Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E4 - initial report sent to FDA updated from "no" to "yes". G2 - report source updated to "user facility". Attachment: medwatch report # mw5152244.

Event description:
User facility medwatch report received that states, ¿perclose (closure device) deployment failed post peripheral angiogram procedure. Device was disassembled by provider to try and remove parts of the closure device stuck in left common femoral artery. Pt was referred or cv surgery for immediate left groin exploration / perclose extraction. Outcomes attributed to adverse event: required intervention, hospitalization". Subsequent to the initially filed report, the following information was received: the reported perclose failed deployment is referring to being unable to retract foot (step 4). The handle halves were pulled apart to attempt to retract the foot manually using the actuator wire. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery via antegrade stick using a prostyle device after a peripheral angiography procedure using a 6f sheath. Reportedly, the lever was returned to its original position but the foot would not retract, the prostyle device was stuck in the anatomy. The patient was sent to surgery for device removal. The prostyle device was removed as a single unit, with no device separations noted. No vessel damage was noted. Hemostasis was achieved via surgical suturing. The patient is doing well. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.